Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2026 due to discomfort and slurred speech. A computed tomography (CT) scan and electrocardiogram (ECG) were performed during the patient¿s visit; no further details were provided. Phrenic nerve stimulation was noted due to the patient¿s implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable, and the patient was discharged from the emergency room after a few hours that same day.

Manufacturer narrative:
Section d10 - "quartet" with therapy date on "(B)(6) 2026" should not be included based on the new information.

Event description:
New information received indicated that the phrenic nerve stimulation was noted due to the patient's left ventricular (lv) lead and not the patient's ICD.